Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic esophageal dilatation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic esophageal dilatation procedure performed in the esophagus on june 16, 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results: visual examination of the returned complaint device found the balloon to be burst. The found failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.